Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The technician determined the cause of the alert 113 to be the circulation pump. The circulation pump head was replaced. The device passed all applicable testing and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alert 113 (reduced water temperature control) during therapy. A review of the csv files showed chiller temperature (t4) well above 20c. After checking the water level in the device, it was determined that this was indicative of a chiller failure. It was stated that they would be shipping a loaner and this device would be returned for warranty repair. Per sample evaluation results on (B)(6) 2023, it was reported that there was an issue with the circulation pump head causing it to be replaced during evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The technician determined the cause of the alert 113 to be the circulation pump. The circulation pump head was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device gave an alert 113 (reduced water temperature control) during therapy. A review of the csv files showed chiller temperature (t4) well above 20c. After checking the water level in the device, it was determined that this was indicative of a chiller failure. It was stated that they would be shipping a loaner and this device would be returned for warranty repair. Per sample evaluation results on 20oct2023, it was reported that there was an issue with the circulation pump head causing it to be replaced during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alert 113 (reduced water temperature control) during therapy. A review of the csv files showed chiller temperature (t4) well above 20c. After checking the water level in the device, it was determined that this was indicative of a chiller failure. It was stated that they would be shipping a loaner and this device would be returned for warranty repair. Per sample evaluation results on 20oct2023, it was reported that the circulation pump head causing it to be replaced during evaluation.